Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, defects of the video connector socket resulted in image flickering. The cause could be long-term repeated use because the subject device was installed about 8 years ago.

Event description:
Olympus medical systems corp. (Omsc) was informed that after use for the procedure, the image flickered. The facility finished the case with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the image was flickering but could be seen. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.